Event description:
It was reported that it was difficult to access the right ventricle with the lead. The superior vena cava coil was stretched. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) defib conductor distorted. Full lead returned and analyzed. The observed distortion of the exposed defibrillation coil is likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended according to the 6947 technical manual. The distortion likely did not affect device performance.